Manufacturer narrative:
Manufacturer's investigation conclusion: the reported vibrating can be confirmed based on the evaluation of the submitted video and through the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A video taken from the operating room (or) was submitted which showed the pump being held by a person in the or. The video zooms in to look at the rotor, which was covered in fluid, through the inflow cannula. The video displayed that there were movements in fluid consistent with the reported vibrations. (B)(6) was returned assembled with the pump cable intact. The modular cable was not returned. The sealed outflow graft and the bend relief were not returned. The apical cuff was not returned. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well revealed some scratches that appeared consistent with the manufacturing of the device. The device was cleaned and partially rebuilt with the rotor placed within the rotor well. The device was connected to a test system controller, modular cable, patient cable, and power module. The rotor was magnetically centered and began spinning at the set speed without issue. Using the system monitor, the device was shut down. While stopped but still connected to power, the pump was held by hand and vibrations could be felt, consistent with the continuous magnetic levitation of the rotor. Water was placed on and inside of the rotor, and the vibrations could be visualized, consistent with the reported event. (B)(6) was fully rebuilt and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Although the reported vibrations were confirmed, the pump functioned as intended, and the vibrations did not affect the functionality of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision b is currently available. Section 5, "surgical procedures" outlines the steps to for preparing, running, and priming the pump. The IFU also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the standard "before implanting" testing procedure, when the pump was off but connected to the system controller, the pump vibrated. The display showed 0 rpm and 0.9 w. It was recommended to inspect the inflow cannula. No foreign bodies were found, and the rotor did not rotate. All connections were checked, and the pump was restarted but the vibrations did not resolve. It was not visible, but it could be felt by the touch of a hand. The pump was replaced with the pump from the backup implant kit. Only the pump was replaced, and the modular cable and system controller were left from the first kit. The new pump did not vibrate.